Event description:
It was reported that pump quick bolus and wake button did not function as expected and sometimes top button required multiple presses to respond. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and no further actions or outcomes were reported.